Event description:
It was reported that the after inserting the sensation plus 8fr. Intra aortic balloon(iab) catheter blloon was too high and that it needed to be repositioned accordingly. The report was read using landmarks other than intercostal spaces, however, due to the consistent artifact, after reviewing the nature of the auto-r wave deflate alarm and verified her patient had been in a-fib since arrival. Which was a normal function of the pump that we would expect given the patient¿s rhythm and consistent ectopy. No patient harm or injury was reported

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no (B)(4).

Event description:
It was reported that a sensation plus 50cc intra-aortic balloon pump (iabp) displayed a regular fiber optic whip artifact on the monitor. The artifact occurred consistently on every beat, suggesting a mechanical or positional issue rather than random patient movement or electrical interference. Although the artifact temporarily resolved when the patient stopped moving, it returned consistently, indicating a likely problem with catheter tip positioning.there was no harm or injury reported

Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. Corrected field: b5, d4 (UDI ), h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d7a; e1 initial reporter; e3; g2; g7. No decon or visual inspection performed since product was not returned and could not be evaluated. At approximately 9:30 am, ICU nurse leah and her preceptor reported unusual, regular ¿fiber optic whip¿ artifacts on the cardiosave iabp monitor while using a sensation plus 50cc balloon. The artifact resolved when the patient stopped moving. A chest x-ray revealed the balloon was positioned too high in the aorta. The provider was notified and repositioned the balloon, after which the monitor displayed normal waveforms without artifact. No patient harm occurred. The team was informed about the cause and corrective actions, and follow-up support was provided. Based on the event description, the reported problem occurred from patient movement. Once the patient stopped moving therapy went back to normal resolving the reported issue. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.